Manufacturer narrative:
One device was returned for analysis in used conditions. Service history review identified there were no previous repairs were noted within the last 12 months. Visual inspection found the downstream occlusion (dso) seal was bubbled. Review of event history log was not able to confirm the customer¿s reported issue. Functional testing was unable to be confirmed or duplicated during repair activities. The cause of the reported issue was unable to be determined or verified through evidence and test methods available.

Event description:
It was reported that the pump was continuously alarming occlusion. There was no patient involvement. The issue occurred during priming.